Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right atrial and right ventricular channel. Additionally, pacing inhibition of over two seconds was observed on the right atrial channel. Furthermore, due to this oversensing, two signal artifact monitoring (sam) episodes were inappropriately recorded. It was determined that this was due to electromagnetic interference (emi). Reprograming of the device was investigation the source of emi was discussed. This device remains in service. No further adverse patient effects were reported.